Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the clip applier was used successfully until the second clip, after that, the clip could not be loaded into the jaws even the handle was squeezed occurred twice consecutively. The clip was loaded after the handles were squeezed several more times outside the patient's cavity. When they place the reload to the stapler in a laparoscopic sleeve gastrectomy procedure, the stapler displayed a red 0 with a yellow caution sign. They removed the reload and placed it on a second stapler, but it still did not work. Then they placed a new reload on the first stapler and then on the second stapler, but it did not work on both stapler. They then placed the next reload into the second stapler and it worked. There was no patient injury. The surgical time was extended by less than 30 min. No patient injury.